Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was waking up at night having to urinate and peeing, peeing, peeing. Patient was able to sync with their patient programmer and it showed stimulation was off. Patient was able to turn stimulation on and reported they were able to feel the stimulation. Also reported they had a myelogram on (B)(6) 2017 and since then was when they had noticed the return of symptoms. Patient was going to monitor symptoms now that stimulation after stimulation was turned back on and follow-up with their healthcare provider if they didn't resolve. No further complications were reported or anticipated.